Event description:
It was reported that inappropriate therapy was delivered when it comes to this device and the device had triggered end of life (eol). A review of the case by technical services (ts) noted that the patient has a pacemaker implanted in the abdominal region, and the current system placement may add risk of abdominal sensing and detection in the primary and secondary vector. The alternate vector appeared good when it came to sensing however, it looked like the paced morphology was not captured. Ts discussed having a pre-surgery session to evaluate the system placement. Additional information noted that a revision took place and this device was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that inappropriate therapy was delivered when it comes to this device and the device had triggered end of life (eol). A review of the case by technical services (ts) noted that the patient has a pacemaker implanted in the abdominal region, and the current system placement may add risk of abdominal sensing and detection in the primary and secondary vector. The alternate vector appeared good when it came to sensing however, it looked like the paced morphology was not captured. Ts discussed having a pre-surgery session to evaluate the system placement. Additional information noted that a revision took place and this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Laboratory analysis did not confirm the reported inappropriate shock and oversensing reported as the device functioned normally when it comes to the defibrillation and sensing functions. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices, which was expanded in december 2020, that has an elevated potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.